Event description:
It was reported that the 2500 system displayed a saturation fault with fluoro and an x-ray overtime error with film. However, the case was completed . There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. Could not duplicate the saturation fault error. However, the x-ray overtime error was verified. Replaced the batteries. The system was tested and found to be working as intended and placed back into svc.